Event description:
It was reported that during a cranial reconstruction of a pt, the dura was cut while taking off the frontal lobe. This procedure was the first of many procedures for the patient who is requiring a full facial reconstruction. It was indicated that due to the young age of the patient, it will be difficult to assess if there will be any prolonged trauma or complications, due to the tearing of the dura.

Manufacturer narrative:
The drill, router and dura guard were all received at the manufacturer for testing. When tested, all of the parts performed as expected and the alleged condition could not be duplicated. The products were sent to service for preventative maintenance and will be returned to the customer.